Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that device was not working on 10/1, impedance check showed electrodes 2 ,6,9,10,11,12,13, & 15 >10,000 ohms. Patient reports she falls on occasion but has trouble recalling specific event dates. Reprogramming was done using other electrodes to capture pain pattern, this was done successfully. The issue was resolved. Hcp had no further information. Patient's weight was asked but unknown. No further complications were reported.